Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to oil gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for oil gel globules with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined, however it is understood that patient conditions, tube storage and processing conditions, and centrifugation settings, can impact on the quality of the serum and the presence of gel globules. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had floating gel globules and fibrin present. Customer: ¿ floating gel globules + fibrin presence. ¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had floating gel globules and fibrin present. Customer¿s verbatim: ¿floating gel globules + fibrin presence.¿.